Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 200 to 250mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting produced test results of 508mg/dl and 546mg/dl. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 302mg/dl (B)(6) 2016 09:42 am fasting: yes; 260mg/dl (B)(6) 2016 09:02 pm fasting: yes; 429mg/dl (B)(6) 2016 01:03 pm fasting: yes; 436mg/dl (B)(6) 2016 01:03 pm fasting: yes; 295mg/dl (B)(6) 2016 01:02 pm fasting: yes.